Manufacturer narrative:
The product safety clearance for aero chrome surgical gowns was reviewed. The primary skin testing confirmed negligible irritants. The cuff testing performed by cuff manufacturer also identified no safety risk associated with the cuff material. Environmental monitoring results (bioburden, surface, and viable/non-viable particle testing) for the last twelve months was reviewed. All results were in specification. No changes have been made to the site cleaning processes. Workstations are cleaned at the beginning of each shift and during lot change. No root cause was identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(6) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned

Event description:
The customer reported an employee having skin reaction during use of the gown. The event occurred three months ago and the employee experienced a rash on her arm in the sleeve area of the gown. The employee went to her doctor and received steroids and hydrocortisone treatment. No respiratory distress reported.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.